Event description:
During a laparosocpic nissen procedure, the trocar allegedly failed to retract. There was no lot number info available. Quality engineering pulled thirty units out of finished goods and bench tested to simulate the difficult actual use conditions. All thirty units passed the criteria of accepatance.